Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and that the insulin pump was unable to prime. The blood glucose reading was 169 mg/dl. The caller stated that the customer stated that when she held down the act button, the insulin pump would keep pushing until it alarmed low reservoir. The nurse stated that the customer did not have any more insulin. The customer was unable to exit the preparing to prime loop. Advised the customer to follow troubleshoot procedure and the insulin pump responded correctly. Advised the customer to monitor the insulin pump. Advised that supplies would be sent as a courtesy. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-43254.